Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v971421, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A consumer reported their complete system was removed due to wires breaking off. The cause of the wires breaking was unknown. There were no falls or trauma. The patient did have an infection in their head and they were on antibiotics for that. The patient also had a needle shoved into their right arm muscle. If the patient had known they were diabetic, they may not have gotten the implant. No cause, troubleshooting or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #6000153-2016-00228 and 6000153-2016-00229.